Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the device determined there is a white residue on the product. Device history record was reviewed and no discrepancies relevant to the reported event were found. The origin of the residue is most likely through the transference of material fragments from the tibia plug lot onto to the part. No further action is required at this time as the investigation concluded that there is no systemic issue with the sub assembly and packaging process and sufficient controls are in place to ensure product meets specification therefore it is highly likely that this is a one-off occurrence. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the tibial implant was removed from the packaging during a total knee arthroplasty procedure, white residue was noticed on the underside of the device. Another device of the same size was used to complete the surgery.